Event description:
Pt implanted with prodisc-l at l4-s1 has no relief from pain, both levels were explanted. Pt was revised to replace implants with an alternate system. This is four of six reports for the same event.

Manufacturer narrative:
Exp date and date of manufacture cannot be determined without a lot number. The device was evaluated at the hospital for special surgery; the report has been received and is being reviewed by synthes product development and manufacturing.